Manufacturer narrative:
The pod was not returned to the MFR for eval. We are unable to confirm any product malfunction that may have caused or contributed to the customer's high bg levels. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt properly followed user guide instructions by contacting his doctor for therapy in order to treat his hyperglycemia.

Event description:
The customer reported that he experienced a high bg reading (321mg/dl) that required his doctor to administer an insulin injection via pen as treatment. He stated that the "cannula did have a kink in it," though no alarm was initiated by the pod. Further info about the customer's condition following his treatment was unable to be obtained. The pod will be returned for eval.